Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:a review of the device history indicated multiple cs 078 call service alarms on the event date. During testing, the pump was powered on and emitted a cs 078 call service alarm during the rewind step that could not be cleared. The pump case was removed and evidence of moisture ingress was observed on multiple internal components. No damage or other anomaly was found to the motor flex cable.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting multiple call service alarms; the reporter indicated that the pump was removed during the night due to the recurring alarms resulting in blood glucose levels elevating to 365 mg/dl with irritability and perspiration. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.